Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that the infusion set's tubing came apart while she was talking on the phone. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.